Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 804:26 was confirmed and not reproduced during product evaluation. This condition was due to software failure. Software issues are not associated with hardware malfunctions. Therefore there will be no repairs made to correct the reported problem. Failure code 804:26 indicates a communication error between user interface module pump module (packet retry sequence error).

Event description:
The facility reported a colleague infusion pump with a malfunction of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.